Manufacturer narrative:
H3: the pipeline flex device was returned within the phenom 27 catheter. The pushwire was extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be accordioned from ~7.0cm to ~10.0cm from proximal end. In addition, the catheter body was found to be accordioned from ~6.4cm to ~4.0cm from distal end. The catheter tip, marker band were examined; and no damage was found. No ot her anomalies were observed. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance and catheter accordioned as the pipeline flex and phenom 27 catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline vantage shield through the phenom 27 catheter against resistance. It was noted the patient's vessel tortuosity was moderate to severe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The aneurysm was located at the posterior communicating artery. The catheter was flushed per IFU during the procedure. The cause of the ped retrieval difficulty was unknown. Operationally, the distal end was poorly positioned after the first release and had to be retrieved again. Imaging showed that after part of the stent was retracted into the catheter, the surgeon reported significant resistance, and it could not be retrieved further during repeated attempts. One part of the stent remained in the microcatheter while the other part could not be retracted. After multiple attempts, the microcatheter had to be withdrawn into the middle catheter together with the stent. Wrinkles were observed at the distal end of the microcatheter during in vitro inspection. The cause of the phenom 27 accordion was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: pipeline flex 4.75mm x 25mm, model number: ped-475-25, serial or lot number: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex stent encountered resistance and could not be retrieved into the phenom 27 microcatheter, which was observed to be accordion. The patient was undergoing dense mesh stent flow diversion surgery for treatment of an unruptured aneurysm in the c6 location with a max diameter of 10 mm and a 6 mm neck diameter. The landing zone artery diameter was 3.1 mm distally and 4.7 mm proximally. Arterial access was obtained via the femoral artery. It was noted the patient's vessel tortuosity was moderate to severe. The angiographic result post procedure was noted as "aneurysm". It was reported that the reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The stent met resistance at the distal end of the catheter and could not be retrieved into the microcatheter. Accordion was observed at both the distal and proximal ends of the microcatheter. The devices were replaced with medtronic products to complete the procedure. No patient symptoms or complications were associated with this event. Ancillary devices include: phenom 27 microcatheter.